Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for stopper pullout with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to stopper pullout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the stopper pulled out of tube within holder and blood leakage occurred. The following information was provided by the initial reporter: during a blood draw on site for the internal collection program, a na citrate vacutainer blue top became lodged in the vacutainer holder and on the needle. Blood did leak out of device and only the donor and phlebotomist was present.